Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured from december 01, 2020 - december 02, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a (B)(6) infusor sv (small volume) 2.5 ml ruptured during filling at the hospital. It was further stated that the bladder was stable while 40ml of saline was filled followed by 40ml of 5-fluorouracil, however the bladder ruptured when another 26ml of saline was about to be added to the infusor. The device was manually filled using an unspecified syringe. There was no patient involvement. No additional information is available.